Event description:
Hospital reported that they received a call from the patient. Patient reported that the implanted rods and screws broke off in his back and caused injury. The patient would not provide any additional information regarding his initial surgery, any subsequent surgery, or medical condition. Hospital reported patient had surgery on (B)(6) 2007. Patient was implanted with 11 screws, 11 locking caps, 10 heads for screws, two 6mm rods. Synthes was informed that the hospital will be submitting med watch. Synthes has not received med watch as of this date. This is 12 of 36 reports for the same event.

Manufacturer narrative:
Patient did not provide any information regarding removal of hardware or revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.